Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. This lv threshold shows at 5.0v but in looking at the lvat (left ventricular activation time) it is fusion and there is no evidence of lv loc (left ventricular loss of capture) on the presenting or the lvat. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).